Event description:
It was reported the patient experienced an abdominal incision infection. Signs/symptoms were wound dehiscence. The severity was moderate. It was previously reported that the device was explanted approximately 10 days after initial implant. It indicated that the device was explanted on (B)(6) 2012. It was unclear as to when the device was explanted. Outcome was resolved without sequelae. The following information was previously filed in manufacturer's report # 3004209178-2012-08019: [it was reported the patient's device set was explanted approximately 10 days after initial implant due to an infection. It was noted the patient had since had a new device set implanted. No additional patient information was provided. Additional information has been requested but was not available as of the date of this report.] All future reporting will be done in this manufacturer report.

Event description:
It was reported the patient experienced altered mental status. It was indicated this resulted in in-patient or prolonged hospitalization. The pump was delivering dilaudid, bupivacaine, clonidine and droperidol. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Patient programmer model # 8835, serial # (B)(4), catheter model #8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced symptoms of wound dehiscence and altered mental status secondary to infection. It was indicated the entire system was explanted on (B)(6) 2012. The entire system was replaced on (B)(6) 2012.